Manufacturer narrative:
Follow up information received on 03-nov-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2390). Consumer reported that she had essure for 10 years for permanent birth control. About a year after it was implanted she started to experience chronic pelvic pain, heavy and very painful periods, daily bloating, hair falling out, insomnia, anxiety, depression, lack of libido and very painful intercourse. She had a lap diagnosis surgery (as reported) that found endometriosis and ahesion of her right ovary. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She had an ultrasound and a lap diagnosis surgery (as reported) performed and found endometriosis and right ovary was adhered to her side wall. A full hysterectomy was planned. Chronic pelvic pain is listed in the reference safety information for essure while the other event is unlisted. Both were considered serious due to their medical importance. In this case, consumer started experiencing these events in the first year. Based on the nature of the event pelvic pain and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. With regards to the other event, considering that a contributory role of essure is unlikely, a causal relationship can be excluded. This case was upgraded to incident since a surgical intervention will be required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during (B)(6) website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0291, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2006. She reported that her life had not been the same since the procedure. In 2007, about 1 year after implants, she had many side effects that were never discussed with her. Starting with very painful menstrual cycles. She was having horrible abdominal pain 3 out of 4 weeks of the month. She would like to see essure taken off the market for good. Ptc investigation result was received on 11-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up information received on 19-oct-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1888). Consumer reported that she had essure inserted in 2005 when she was (B)(6). Her problems started in the first year, she had chronic pelvic pain, heavy and painful cycles, painful sex, painful ovulation, mood swings, hair loss, hot flashes, depression and severe bloating. She had hysterosalpingogram that confirmed blocked. She had an ultrasound and a lap diagnosis surgery (as reported) performed and found endometriosis and her right ovary adhered to her side wall. Coils looked to be in place. She was planning a full hysterectomy leaving her ovaries if possible. Her kids wanted their mother back. Follow-up information received on 20-oct-2015 and additional information received on 03-nov-2015 (ptc investigation result). This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1889). Essure was implanted in (B)(6) 2005 ((B)(4)). She started noticing symptoms with in 1st year. Her symptoms were: chronic pelvic pain, heavy/painful cycles, painful sex, painful ovulation, mood swings, depression, hair loss, insomnia and hot flashes. She thought she was going through pre menopause. She had testing done and all came back normal. She went to a new doctor and ultrasound and a lap were done. Diagnosis of surgery: he at that time found endometriosis and her right ovary was adhered to her side walls. He said coils looked to be in place. He wants to do a hysterectomy leaving ovaries (if possible). She strongly believes this was all caused by essure, since she was healthy with no prior health issues before essure. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She had an ultrasound and a lap diagnosis surgery (as reported) performed and found endometriosis and right ovary was adhered to her side wall. A full hysterectomy was planned. Chronic pelvic pain is listed in the reference safety information for essure while the other event is unlisted. Both were considered serious due to their medical importance. In this case, consumer started experiencing these events in the first year. Based on the nature of the event pelvic pain and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. With regards to the other event, considering that a contributory role of essure is unlikely, a causal relationship can be excluded. This case was upgraded to incident since a surgical intervention will be required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.